Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose hospitalized on (B)(6) 2025 the treated it with two manual injections. Therefore, on (B)(6) 2025, the patient was subsequently hospitalized due to high blood glucose level and suffered from abdominal pain/difficulty breathing. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous drip. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5376293, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 16-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5376293". No further statistical trending analysis is required. Test results: the reference samples for batch 5376293 were previously tested in complaint (B)(4) on 25/oct/2022. Device history record (DHR) review: the lot 5376293 was manufactured according to the work instruction (wi) version 70 and manufactured in the multivac 12 on 06-dec-2022 with a total of (B)(4) units. Review of the DHR showed that an extended was found for a delamination in one sample, therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.